Event description:
It was reported that after an insertable cardiac monitor (icm) device implant procedure, the patient contacted boston scientific technical services (ts) because they were unable to setup the ios patient app on their personal phone. Several attempts were made by the patient, but it was not possible to pair the patient app with the icm device. Ts provided troubleshooting guidance, but the issue persisted; hence, ts referred the patient to the clinic for further assistance. Subsequently, the boston scientific field representative called ts back stating they were in clinic with the patient. The field representative tried connecting to the icm device using a donut magnet and the clinic mobile monitor (cmm), but they were unable. The field representative further noted they were able to connect to a different icm. Therefore, ts recommended to replace the icm device and send it back for analysis. A few days later, the patient underwent a surgical procedure to have their icm device replaced with a new one. No adverse patient effects were reported. This icm device has not been returned for analysis.

Event description:
It was reported that after an insertable cardiac monitor (icm) device implant procedure, the patient contacted boston scientific technical services (ts) because they were unable to setup the ios patient app on their personal phone. Several attempts were made by the patient, but it was not possible to pair the patient app with the icm device. Ts provided troubleshooting guidance, but the issue persisted; hence, ts referred the patient to the clinic for further assistance. Subsequently, the boston scientific field representative called ts back stating they were in clinic with the patient. The field representative tried connecting to the icm device using a donut magnet and the clinic mobile monitor (cmm), but they were unable. The field representative further noted they were able to connect to a different icm. Therefore, ts recommended to replace the icm device and send it back for analysis. A few days later, the patient underwent a surgical procedure to have their icm device replaced with a new one. No adverse patient effects were reported. This icm device has been returned, and analysis has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies; however, the device was received without telemetry. X-ray examination of the icm device identified solder leakage next to the battery case. This caused an internal short which resulted in the reported icm device communication issue.